Manufacturer narrative:
The device was in use for treatment. The lead was extracted and was not returned for analysis. As a result, the allegations against this lead cannot be confirmed. The lead was actively implanted for approximately 9 years, 9 months. No subsequent device or clinical adverse events have been reported. A review of the device history record identified no rejects during manufacture of this lot number. A review of complaints against this lot number identified no additional reports. Although the root cause of this failure could not be determined, potential causes of this failure may be: lead is severely bent, kinked or stretched during procedure. Stylet is not advanced to the lead tip during lead introduction. The potential effects from this type of failure include: another procedure may be required for removal of the lead. This lead is no longer manufactured; the last sale was in year 2012, and no injury is associated with this failure mode. Based on the investigation a CAPA is not required. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. Per the physician's manual these possible complications are listed: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Adverse effects: lead related problems include, but are not limited to fracture, periodic or continued loss of sensing and/or pacing. Also listed are precautions: the use of the subclavian venipuncture technique for lead introduction may be associated with conductor fractures, irrespective of lead manufacturer. If the physician elects to use the subclavian venipuncture, a more lateral puncture site should be considered to avoid the subclavian muscle and costoclavicular ligament, or at least its densest part. The procedure is suggested to be done under fluoroscopic guidance. After placement, the lead should be checked by multiview cineradiography during movements of the ipsilateral upper extremity to ensure the lead(s) have not been entrapped. The posteroanterior chest x-ray can also be used to confirm that lead(s) are not entrapped. Clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements.

Event description:
The customer received information that this ventricular lead was extracted due to fracture. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approximately 9 years, 9 months.